Event description:
Ultrasound technician (B)(6), also an ultrasound teacher at (B)(6) community college overexposed my ovary with a 3 degree thermal index increase focused on one place of my ovary for an extended period of time. This caused burning and cramping immediately following exam. Potentially could have burned and necrotized my reproductive organ without my consent due to user intentional malpractice.